Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). When asked to describe diagnostics/troubleshooting that was performed related to the concern that something had moved or shifted, the hcp stated that x-rays were ordered but the patient did not get them done. The cause of the return of symptoms was not found and the symptoms improved. To resolve the issue, the patient was prescribed a medicine for the headaches that they were having. The issue was stated to be resolved with no further action to be taken.

Event description:
Information was received from a patient's representative regarding a patient (pt) with an implantable neurostimulator (ins). Caller states the pt went to see the managing physician yesterday and they did an x-ray because yesterday the pt had a return of symptoms, as if the pt had never had an implant, and they were concerned that maybe something had moved or shifted. Caller states they will be working with the managing physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.